Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of shocking coming from the system controller was not confirmed. A review of the downloaded log file spanned approximately 3 days (27sep22 ¿ 29sep22 per time stamp). There were only routine alarms active in the log file. System controller, serial hsc (B)(6), was returned for analysis. The controller returned with no communication with the monitor. The cable jacket and shielding of the white power cable was stripped. A severed blue receiving communication wire was found. No other damage was observed. The power cables were replaced to continue with testing; the controller was able to support pump function for an extended period of time. Different points on the housing were measured for atypical current leakage, no atypical measurements were noted. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 3-¿powering the system¿ explains all the necessary steps in how to avoid electric shock when using power from an outlet. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Initially it was not known what was causing the shocks. The system controller was exchanged which resolved the problem. Related manufacturer report number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files revealed a system controller exchange on (B)(6) 2022. The patient experienced shocks from the previous system controller (MFR# 2916596-2022-13144).